Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. The data download returned an 0x68 alarm code, which indicates that an occlusion occurred. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an occlusion, so the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient's blood glucose (bg), reached high (>500 mg/dl), that prompted the patient to go to the emergency room. The patient was diagnosed with, croup with a, "stridor" (heavy breathing). For treatment, the patient was given an oral steroid (single dose) of prednisone. It was also reported that he was treated for diabetic ketoacidosis (dka), but then the patient later reported that it was ruled out through testing that he was not in dka. It was reported that the high bg levels were treated with insulin and water.